Manufacturer narrative:
Act and esc buttons did not respond due to unlock on the lcd keypad connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly and the up and act buttons does not work properly during bolus programming. Customer¿s blood glucose was 142 mg/dl at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.